Event description:
It was reported that during an afib procedure, the lasso catheter had an unusual shape (curve) in the left atrium fluoroscopy and carto 3 map. Catheter was not stuck in deflected position. Catheter was exchanged in the procedure. There was no patient injury reported related to this complaint. The reported complaint is not indicative of a reportable event. Multiple attempts were done to request for further details of the catheter malfunction, however no additional information has been provided. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012 bwi failure analysis lab noted damage on the ring #19. The electrode ring damage is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report. Further information was requested in regards to the received catheter condition. No additional information has been provided at this point, as well.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the lasso catheter had an unusual shape (curve) in the left atrium fluoroscopy and carto 3 map. Catheter was not stuck in deflected position. Catheter was exchanged in the procedure. There was no patient injury reported related to this complaint. The reported complaint is not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted damage on the ring #19. The damaged ring condition is a reportable event. The returned catheter was further tested for the complaint reported, a deflection and contraction tests were performed and the catheter passed these tests. A carto test was also performed to verify the visualization issue and the catheter was visualized properly. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint cannot be confirmed. As for the damaged ring, the root cause could not be determined.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).